Event description:
Hardware removal surgery on patient with intertrochanteric hip fracture nonunion. The patient had a short 11x180mm 125* gamma nail implanted at a different location at a previous date (both unknown). In pre-op x-ray determined the nail was broken at the lag screw junction. Dr. Removed all hardware, corrected the nonunion, then implanted a long 13x440mm 125* gamma nail for fixation. The explanted implants were cleaned and sent to pathology as it is the hospital policy. As per additional information received, the initial surgery was at another facility, date unknown. The cause was nonunion, patient did not heal fully.

Manufacturer narrative:
Evaluation revealed the trochanteric gamma nail to be the primary product. Information regarding concomitant products is not available. A review of the DHR revealed no discrepancy in material or manufacturing. An investigation was not possible as the device was not returned. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. General technical aspects: the broken implants are temporary implants which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. This could be described as a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. In this case it could only be referred to available information. With available information the exact cause of the event could not be determined. As in this case a non-union is reported, it is probable that the level of stress, which did not reduce during the period of implantation contributed significantly to the breakage of the implant. The file will be closed formally and can be reopened when substantive information or the item(s) become available. We reserve the right to update the investigation and change the root cause.

Event description:
Hardware removal surgery on patient with intertrochanteric hip fracture nonunion. The patient had a short 11x180mm 125* gamma nail implanted at a different location at a previous date (both unknown). In pre-op x-ray determined the nail was broken at the lag screw junction. Dr. Removed all hardware, corrected the nonunion, then implanted a long 13x440mm 125* gamma nail for fixation. The explanted implants were cleaned and sent to pathology as it is the hospital policy. As per additional information received, the initial surgery was at another facility, date unknown. The cause was nonunion, patient did not heal fully.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.